Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. Customer stated they had an alarm and every time a new battery is inserted it just continued to beep. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was able to get the display to return. Troubleshooting for the unknown safety alarm was not completed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.